Manufacturer narrative:
Correction: section h imdrf annex g and d.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer failed, not detected as close. The customer rebooted and recovered but still issue persist. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer failed, not detected as close. The customer rebooted and recovered but still issue persist. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A technical support specialist confirmed with the customer that there was no issue with the device. The system functioned as intended after the technical support specialist verified the device.